Event description:
Pt reported obtaining back-to-back blood glucose results of 39 mg/dl and 400 mg/dl on the advantage sys. Pt noted that, at the time the results were obtained, he was not experiencing symptoms of hypoglycemia or hyperglycemia. Pt did not modify therapy based on these valuses. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the sys. Pt did not provide the location where the results were obtained. Technical support requested the return of the suspect prod and replacement prod was shipped.